Manufacturer narrative:
(B)(4).

Event description:
It was reported to medtronic neurosurgery that during an operation which involved the hematencephalon evacuation of a hematoma, the physician attempted to use titanium mesh plating for fixation of the skull. According to the report, the driver blade was unable to hold the screws used to secure the plate. The report states that this prevented the use of the plate and that a different means of skull fixation was therefore required. According to the report, there was a delay in surgery while a new device was obtained and prepared for use. The report states that the patient was overall ok following the procedure.